Event description:
Customer reported that the pump battery was not charging despite using a tandem charging cable and wall outlet. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to try different outlets and adapters, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer was informed to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump in storage mode and informed to return the defective pump using a pre-paid label within 10 days.